Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v119703, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-56, lot# v119703, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 97740, serial#(B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3487a-56, lot# v124501, serial# (B)(4), product type: lead .product ID: 3487a-56, lot# v124501, serial# (B)(4), product type: lead.

Event description:
Additional information received reported that the event was related to lead 3.

Event description:
Additional information received reported that there were lead high impedances. It was noted that the first 4 of the 29 out of range results. It was noted that some electrodes were out of range over 10,000 ohms. It was noted that some electrodes were out of range and too high. It was noted that actions taken included reprogramming on 2014 (B)(6). It was noted that the event was unresolved with no further actions planned on 2014 (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3487a-56, lot# v119703, implanted: 2008-(B)(6), product type lead. Product ID 3487a-56, lot# v119703, implanted: 2008-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient product ID 97754, serial# (B)(4), product type recharger. Product ID 37082-20, serial# (B)(4), implanted: 2008-(B)(4), product type extension. Product ID 3708220, serial# (B)(4), implanted: 2008-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patient could not feel stimulation paresthesia. The patient had left leg and low back pain. The device was interrogated and showed some electrodes were too high and out of range. Intervention involved reprogramming and the event was considered resolved without sequelae. The event was noted as related to programming. It was reported there were some electrodes out of range and over 10,000 ohms. The first 4 out of 29 were out of range. Intervention involved reprogramming the patient. The event was unresolved with no further action planned. Additional information reported the event was resolved without sequelae. Additional information reported the patient was reprogrammed and the patient could feel stimulation and was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study specified that the cause of the high impedance and the therapy stopping to work was not determined. The device was reprogrammed on (B)(6)2014. It was clarified the therapy issue resolved as of (B)(6)2014 and the high impedance was unresolved with no further action planned. Of note, the patient's baseline weight was not measured.

Event description:
It was later reported that the patient¿s therapy was working and it stopped.